Manufacturer narrative:
Additional information - b5. Correction - the customer provided confirmation that the rpn of the complaint device is zimb-26-108. The subject device is not manufactured by cook inc., but rather by william cook europe (wce). As such, cook inc. Will not be submitting any further reports regarding this device.

Event description:
The customer provided confirmation that the rpn of the complaint device is (B)(4). The subject device is not manufactured by cook inc., but rather by william cook europe (wce). As such, cook inc. Will not be submitting any further reports regarding this device.

Event description:
It was reported that there was a hole in an unknown main body graft, leading to a type 3 endoleak. The (B)(6), female patient required an open procedure to patch the hole. No additional harm to the patient has been reported. Additional information regarding event and patient details has been requested, but is currently unavailable. As it is currently unknown if this is a cook inc device, the manufacturer has contacted the customer for confirmation.

Manufacturer narrative:
(B)(6). A follow up report will be submitted should additional relevant information become available.